Event description:
The customer contact reported that during testing, the pump did not sound an audible alarm tone during an alarm condition while in the high volume setting. There was no adverse pt events while the device was in use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.